Event description:
On 3rd may 2023, rayner received notification from its us affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient presented with toxic anterior segment syndrome (tass).

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on an unknown date following rayone emv rao200e iol implantation the patient presented with toxic anterior segment syndrome (tass). The aetiology of tass may be multi-factorial with numerous potential causes including but not limited to; bacterial endotoxins or particulate contamination of balanced salt solutions, intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition, denatured ophthalmic viscosurgical devices (ovd), intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics), topical ointments, inadequate sterilization of surgical instruments and tubing, inadequate flushing of instruments between cases resulting in build-up of ophthalmic viscosurgical devices (ovd), preservative and metallic precipitate. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. A rayner microbiological cause for the onset of post-operative tass is therefore very unlikely. There is insufficient information available currently. Rayner is following up via its affiliate company to obtain additional information to facilitate further investigation of the event.